Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium, phosphorus, and other assay results from multiple patient samples tested on the cobas 8000 c702 module. The reporter provided the following examples of discrepant results: on (B)(6) 2025: patient sample 1 calcium the initial result from the module was 1.1 mmol/l. The repeat result from another analyzer was 2.4 mmol/l. The questionable result was not reported outside the laboratory. On (B)(6) 2025: patient sample 2 phosphorus the initial result from the module was 0.44 mmol/l. The repeat result from another analyzer was 0.68 mmol/l. The initial results were deemed incorrect.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found a damaged solenoid valve, which caused incorrect cuvette washing. He replaced this valve and performed other troubleshooting procedures. The investigation determined that the damaged solenoid valve had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.